Event description:
During follow-up, episodes of noise were observed on the right ventricular (rv) lead. Lead revision was performed. During the procedure, insulation damage was observed on the rv lead. The rv lead was cut and partially explanted. The remainder of the rv lead was capped and remains implanted. A replacement rv lead was successfully implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported events of insulation abrasion and noise were confirmed. As received, a partial lead was returned in one piece. Visual examination found external insulation abrasion in two locations at the proximal region. The superior vena cava, ring electrode, and inner coil lumens were breached with abraded ptfe liner exposing the inner coil. The cause of the reported events was due to external insulation abrasion which is consistent with friction to the device can.